Manufacturer narrative:
Details of complaint: the customer reported that this bedside monitor (bsm) requires multiple inflations before displaying an nibp measurement. Using a known-good cable and cuffs yielded no change. There was no patient injury reported. Investigation summary: the returned device was evaluated. During the evaluation, the reported issue was confirmed. The root cause for the reported issue is a pump malfunction and a cracked red pin.

Event description:
The customer reported that this bedside monitor (bsm) requires multiple inflations before displaying an nibp measurement. There was no patient injury reported.